Manufacturer narrative:
Unit received with constant drive count/time values or changes incorrect for moving or coasting. Too slow or too fast during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to pump error 37 alarm. Unit received with cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails and fading serial number label. (B)(4).

Event description:
Information received by medtronic indicated that there was a crack at the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.